Manufacturer narrative:
Analysis was unable to confirm the customer comment that the programmer was unable to calibrate the stylus , the programmer was able to calibrate with no issues. It was identified that the programmer had a deep gouge scratched area on the display, the display was unresponsive in this area. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate the stylus, the display required calibration. There was no patient involvement.